Event description:
On (B)(6) 2014, the patient underwent an scs permanent implant procedure. During the procedure, low impedance was found on the lead. Troubleshooting attempts to provide resolution were unsuccessful. Regardless, the lead was implanted and performed as intended post-op. Follow-up revealed the patient went to the emergency room on (B)(6) 2014 due to pain in the groin, side and buttocks. An sjm representative determined that the pain the patient was experiencing was possibly related to her pressing the (+) button instead of the (-) button. The pain remained even when the sjm representative deactivated stimulation . An impedance check was performed and low impedance was present once again. X-rays were taken and the doctor believed lead migration had occurred. The patient was scheduled for surgical intervention on (B)(6) 2014 to address the issue. Plans changed once an infection was found at the ipg site. The infection is listed under MFR report #: 1627487-2014-05727. As a result, the patient's scs system was explanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.